Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite and duplicated the issue. The fse reviewed the service manual and reviewed event logs and determined the device required an air flow sensor assembly replacement. The fse replaced the air flow sensor assembly and confirmed the reported issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was alarming for co2 for rebreathing error while running. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was sent a quote for onsite service which is currently pending.